Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was charging in a "normal room temperature" and a power source alert occurred. Customer's blood glucose was 192 mg/dl. Customer continued to use pump for insulin therapy.